Manufacturer narrative:
Multiple product were implanted including: catalog # , lot # , qty: 55740005550 , h5218469 , 1; 55740006550 , h5224474, 2; 55740005545 , h5204685, 1; 55740007550 , h5227253 , 2; g8115545 , 0424827w , 1. It is unknown which product contributed to the reported event we are filing this report for notification purposes only. (B)(4). Neither the device nor applicable imaging films were reported to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that patient underwent posterior spinal fusion surgery at th9-l2 on (B)(6) 2009 and posterior lumbar fusion interbody fusion at l6/s on (B)(6) 2016,dual illiac .on an unknown date, post-op, patient suffered with back pain and proximal junctional kyphosis. The placed implants at t9-11 were removed because the patient complained of back pain due to protrusion of implants.

Manufacturer narrative:
X-ray review: "post op x-rays show hardware t9-ilium with bilateral dual rod construct in the lumbosacral area.reported as revision of junctional kyphosis t12-l1,there appears to be a kyphotic deformity above the construct as the likely reason for hardware pr otrusion.instrumentation was performed to the kyphotic apex.no device failure is present on these films."

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.